Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that the system controller screen was black not showing any details. The controller was exchanged.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of the controller¿s screen not showing any details was confirmed during evaluation of the returned heartmate 3 system controller (serial number (B)(6)). During testing, the screen was found to be all white and therefore could not properly display information. The controller operated the pump as expected, communicated with a system monitor as expected, and activated alarms as expected. Further troubleshooting isolated the observed display issue to the liquid crystal display (lcd) screen. Following replacement of this screen, the controller was able to accurately display information. The root cause of the reported event was determined to be due to an issue with the lcd screen; however, a further cause for the damaged component could not be conclusively determined through this analysis. Device history records were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 instruction for use was available for use at the time of the event. Section 8, entitled ¿equipment storage and care¿, provides instruction on how to properly care for the equipment, including the system controller. The heartmate 3 instruction for use section 6, entitled ¿patient care and management¿, defines electrostatic discharge (esd), and advises the user to avoid activities that may increase the risk for esd to avoid possible damage to the system controller. The heartmate 3 patient handbook which was available for use at the time of the event, cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.